Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) delivered multiple shock therapies and anti-tachycardia pacing (atp) for what might be a supraventricular tachycardia (svt) with rapid ventricular response. The rhythm was detected in the ventricular tachycardia (vt) zone and exhausted the therapy. Some atrial undersensing was also observed. Additional information received indicated that sensitivity was adjusted. This ICD remains in service. No adverse patient effects were reported.